Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting really bad') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I bleed all but 28 days for 8 months"), poor quality sleep ("didn't sleep well"), loose tooth ("loose teeth"), tooth fracture ("teeth breaking"), gingival swelling ("fum swollen"), gingival erythema ("gums swollen and red"), irritable bowel syndrome ("ibs"), pain ("she have been having ur aches pain") and application site rash ("rash from tape"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibro"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, cholecystectomy, genital haemorrhage, poor quality sleep, loose tooth, tooth fracture, gingival swelling, gingival erythema, irritable bowel syndrome, uterine leiomyoma, pain and application site rash outcome was unknown. The reporter provided no causality assessment for pelvic pain and poor quality sleep with essure. The reporter considered application site rash, cholecystectomy, genital haemorrhage, gingival erythema, gingival swelling, irritable bowel syndrome, loose tooth, pain, tooth fracture and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, genital bleeding, irritable bowel syndrome, uterine leiomyoma,she have been having ur aches pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media: event was added- rash and gallbladder removal. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting really bad') and genital haemorrhage ('I bleed all but 28 days for 8 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), poor quality sleep ("didn't sleep well"), loose tooth ("loose teeth"), tooth fracture ("teeth breaking"), gingival swelling ("fum swollen") and gingival erythema ("gums swollen and red"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, poor quality sleep, loose tooth, tooth fracture, gingival swelling and gingival erythema outcome was unknown. The reporter provided no causality assessment for pelvic pain and poor quality sleep with essure. The reporter considered genital haemorrhage, gingival erythema, gingival swelling, loose tooth and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, genital bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 4 and 5 processed together. Social media content received: events: loose teeth, teeth breaking, gums swollen and red were added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting really bad') and genital haemorrhage ('I bleed all but 28 days for 8 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), poor quality sleep ("didn't sleep well"), loose tooth ("loose teeth"), tooth fracture ("teeth breaking"), gingival swelling ("fum swollen"), gingival erythema ("gums swollen and red"), irritable bowel syndrome ("ibs") and pain ("she have been having ur aches pain") and was found to have uterine leiomyoma ("fibro"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, poor quality sleep, loose tooth, tooth fracture, gingival swelling, gingival erythema, irritable bowel syndrome, uterine leiomyoma and pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and poor quality sleep with essure. The reporter considered genital haemorrhage, gingival erythema, gingival swelling, irritable bowel syndrome, loose tooth, pain, tooth fracture and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, genital bleeding, irritable bowel syndrome, uterine leiomyoma,she have been having ur aches pain. Quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 3-dec-2019: content from social media and reporter and event she have been having ur aches pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting really bad') and genital haemorrhage ('I bleed all but 28 days for 8 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), poor quality sleep ("didn't sleep well"), loose tooth ("loose teeth"), tooth fracture ("teeth breaking"), gingival swelling ("fum swollen"), gingival erythema ("gums swollen and red") and irritable bowel syndrome ("ibs") and was found to have uterine leiomyoma ("fibro"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, poor quality sleep, loose tooth, tooth fracture, gingival swelling, gingival erythema, irritable bowel syndrome and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for pelvic pain and poor quality sleep with essure. The reporter considered genital haemorrhage, gingival erythema, gingival swelling, irritable bowel syndrome, loose tooth, tooth fracture and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, genital bleeding, irritable bowel syndrome, uterine leiomyoma quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received : reporter added. Events added- irritable bowel syndrome, uterine leiomyoma. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting really bad') and genital haemorrhage ('I bleed all but 28 days for 8 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and poor quality sleep ("didn't sleep well"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and poor quality sleep outcome was unknown. The reporter provided no causality assessment for pelvic pain and poor quality sleep with essure. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media case received. Reporter information added. Event : I bleed all but 28 days for 8 months added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting really bad') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient experienced adnexa uteri pain ("few small cyst in left overy that burst, pain in left side"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I bleed all but 28 days for 8 months"), poor quality sleep ("didn't sleep well"), loose tooth ("loose teeth"), tooth fracture ("teeth breaking"), gingival swelling ("fum swollen"), gingival erythema ("gums swollen and red"), irritable bowel syndrome ("ibs"), pain ("she have been having ur aches pain"), application site rash ("rash from tape"), alopecia ("thinning hair"), abdominal distension ("tummy wells") and ovarian cyst ("few small cyst in left overy that burst, pain in left side"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibro"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, cholecystectomy, genital haemorrhage, poor quality sleep, loose tooth, tooth fracture, gingival swelling, gingival erythema, irritable bowel syndrome, uterine leiomyoma, pain, application site rash and abdominal distension outcome was unknown and the alopecia had resolved. The reporter provided no causality assessment for pelvic pain and poor quality sleep with essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, application site rash, cholecystectomy, genital haemorrhage, gingival erythema, gingival swelling, irritable bowel syndrome, loose tooth, ovarian cyst, pain, tooth fracture and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, genital bleeding, irritable bowel syndrome, uterine leiomyoma,she have been having ur aches pain, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events ovarian pain and ovarian cyst were added. New reporter was added. Essure drug partial stop date was added, device partial date explanted was added. On 23-mar-2020: new reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting really bad') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I bleed all but 28 days for 8 months"), poor quality sleep ("didn't sleep well"), loose tooth ("loose teeth"), tooth fracture ("teeth breaking"), gingival swelling ("fum swollen"), gingival erythema ("gums swollen and red"), irritable bowel syndrome ("ibs"), pain ("she have been having ur aches pain"), application site rash ("rash from tape"), alopecia ("thinning hair") and abdominal distension ("tummy wells"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibro"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, cholecystectomy, genital haemorrhage, poor quality sleep, loose tooth, tooth fracture, gingival swelling, gingival erythema, irritable bowel syndrome, uterine leiomyoma, pain, application site rash and abdominal distension outcome was unknown and the alopecia had resolved. The reporter provided no causality assessment for pelvic pain and poor quality sleep with essure. The reporter considered abdominal distension, alopecia, application site rash, cholecystectomy, genital haemorrhage, gingival erythema, gingival swelling, irritable bowel syndrome, loose tooth, pain, tooth fracture and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, genital bleeding, irritable bowel syndrome, uterine leiomyoma,she have been having ur aches pain, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: social media received: event thinning hair and reporter information was added. On (B)(6) 2020: social media content received: reporter added. Event tummy swells added. Fu 10 and 11 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting really bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and poor quality sleep ("didn't sleep well"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and poor quality sleep outcome was unknown. The reporter provided no causality assessment for pelvic pain and poor quality sleep with essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media case received. Case upgraded to incident, reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.